Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report. This is the same patient/event as MFR.# 9610726-2012-00040.

Event description:
It was reported that, "the patient's primary was a right tka. The tibia and femur were not fixated appropriately. The implants were removed and the new implants were cemented in place."